Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd connecta wht 360deg tb 100cm component separated the following information was provided by the initial reporter: I would like to inform you of the following: the pipe of the material below came loose from the three-way valve during use (on the patient). This could potentially cause a dangerous situation. Have you already received similar reports from other hospitals?

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of separation other component - no leak was confirmed upon inspection of the samples. Analysis of the sample showed that the sample was separated. Bd determined that the cause of the failure was related to our manufacturing process. A notice was distributed to our manufacturing personnel to increase awareness of the failure mode to prevent recurrence. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Mail received date: 15-feb-2024 ( (B)(6) ). - when was the problem identified (before patient use, during preparation for use or during use)? During use - did the defect result in serious injury? No - did the treatment plan have to be modified as a result of this incident? No - did medical intervention have to take place as a result of this incident? No - did any other actions need to be taken as a result of the defect? No - please indicate whether the samples were - unused (before use) - used (during or after use) not contaminated with blood and cytotoxic drugs - important: if used, please confirm whether the samples were used or contaminated with blood or cytotoxic medication. - also give us the full collection address, contact person's name and number, department name, floor number and any additional details such as (collection from reception, goods in the courtyard, etc.) And the name of the department. - if it is not possible to return the sample, can you provide detailed photos of the product in question?